Event description:
The hcp reported the patient was having increased pain. The hcp attempted a roller study, and reported he could not see the cylinder of the roller and did not see it turn. They did a cap study and it showed good perfusion into intrathecal space. A follow up will be sent if additional information is received.